Event description:
Related MFR report numbers: 1627487-2019-00431; 1627487-2019-00432.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related MFR report numbers: 1627487-2019-00431; 1627487-2019-00432. It was reported the patient experiences uncomfortable stimulation as well as back pain when stimulation is turned on for 1 of the 2 implanted leads. Diagnostics did not reveal any impedance issues. Surgical intervention may be taken at a later date. It is unknown which lead is associated with the issue therefore both are being reported.

Event description:
Related MFR report numbers: 1627487-2019-00431. 1627487-2019-00432. The patient underwent surgical intervention where the ipg was explanted and replaced with a new one. Surgical intervention addresses issue.